Event description:
This MDR is being field retrospectively based on a recent review of compliment files. Pt experienced chills 15 minutes before completion of hemodialysis treatment. The dialyzer was at 18th use. The pt is all right after given antibiotic and having catheter changed.